Manufacturer narrative:
(B)(4). Analysis of lead (lot# v427671025 3778) showed a procedural non-conformance. The epoxy was broken and conductors #0 and #1 were broken at the proximal edge of the #1 electrode. There were no voids in the epoxy. There was an extra bend in the curved end of the stylet wire that matches the location where the epoxy and conductors were broken on the lead. It was suspected that the stylet was bent by the customer while it was in the lead causing the lead damage. Circuits on electrodes #0 and #1 measured open. All the other circuits had good continuity. There were no shorts between circuits (dry conditions). Analysis of the stylet/restore (lot# unk) showed a reliability non-conformance. The length and height of the stylet wire at the proximal end (where it is held in the handle) was out of specification. Because the dimensions were incorrect, it allowed the stylet wire to push against the cap and force it off if the friction fit between the cap and handle. This was not stronger than the force being applied to the stylet wire. There was an extra bend in the curved distal end of the stylet wire that matched the location of the broken epoxy and conductors on the lead. It was suspected that the stylet was bent by the customer while it was in the lead. The cap was detached and not returned.

Event description:
The patient had a revision performed because her pain began to travel to different parts of her body due to her radicular pain syndrome. During the procedure, the physician realized that the proximal tip of the lead was kinked and actually broken. The lead was not used in the patient and was returned (along with the stylet) to the manufacturer for analysis. No further device issues were reported and the patient was doing "wonderfully now".